Manufacturer narrative:
Batch review performed on 24 october 2018. Lot 133237: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 10 months after primary the surgeon plans a revision on the patient hip for stem loosening.